Event description:
Pt suffered a cardiac arrest while on the nutrimost diet system. Her serum potassium was 2.2 meg/l when first measured. Dates of use: (B)(6) 2014. Diagnosis or reason for use: weight loss.